Event description:
Reporter indicated that vns patient has been experiencing bradycardia with hypotension. On the day that stimulation was initiated, the patient's blood pressure dropped and their heart rate decreased from baseline 70's to 55-60. Symptoms subsided when stimulation was temporarily discontinued using the magnet. No charges in heart rate or blood pressure were noted during implant surgery. There were no changes in heart rate or blood pressure during device diagnostic testing approximately 6 days after the event. Treating surgeon plans to admit patient hospital for EKG evaluation.